Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2010: (B)(6) health associates. (B)(6), md. History and physical. Chief complaint: abdominal pain. History of present illness: ¿ transferred from (B)(6) hospital for tertiary care for possible small bowel obstruction. She was initially admitted there on (B)(6) 2010 for ileus and uti [urinary tract infection]. She had abdominal pain and nausea upon presentation and started on IV avalox. She describes her abdominal pain as cramping throughout her abdomen. She has been constipated for about 12 days now, unresponsive to medical treatment including mira lax, stool softness, and enemas. Her stool is watery, and clear with mucous.¿ nasogastric tube in place, has noticed decreased urine output lately. Physical exam: ¿abdomen: firm, distended, diffusely tender, no bowel sounds were appreciated.¿ white blood cell count: 40.2 [3.5-11]. Assessment: small bowel obstruction and acute renal failure. Plan: free air and small bowel obstruction, general surgery taking her to the or. (B)(6) 2010: (B)(6) health associates. (B)(6), md. Radiology. CT abdomen and pelvis. ¿free intraabdominal fluid is seen surrounding bowel loops and within the bilateral paracolic gutters and pelvis. There are multiple loops of dilated small bowel and there is an apparent transition point at an anastomotic site to the remaining distal colon. This is best seen on series 16, image 63 and is consistent with small-bowel obstruction. There is a right ovarian mass measuring 4.3 x 3.7 cm which is most consistent with an ovarian cyst.¿ impression: 1. Findings consistent with at least probable partial small-bowel obstruction at a prior distal anastomotic site. There is free intraabdominal air and free fluid suggesting the presence of a perforated viscus. 2. Bibasilar atelectasis. 3. Right ovarian cyst. (B)(6) 2010: (B)(6) health associates. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: open abdomen. Procedure: 1. Exploratory laparotomy. 2. Extensive lysis of adhesions. 3. Drainage of multiple intraabdominal abscesses. 4. Revision of ileorectal anastomosis. 5. Placement of abdominal wound vac. Procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After undergoing general anesthesia, receiving IV antibiotics and having venodynes placed, her abdomen was prepped and draped in usual sterile fashion. A timeout was taken to identify correct patient, procedure and diagnosis after which a midline incision was made from the xiphoid down to approximately 3-4 fingerbreadths below the umbilicus with the 15 blade. Subcutaneous tissue was dissected down until the fascia was identified at the midline and partially opened with the electrocautery. Two fascial edges were then reflected with kocher's and the peritoneal lining was grasped between 2 hemostats and elevated and opened with the mets. Upon entering into the peritoneal cavity, there was a rush of air as well as inflammatory and peritoneal fluid that was suctioned out. The peritoneal lining was then opened along the entire length of the incision while the surgeon's hand was placed directly underneath to protect the bowel and intraabdominal content. Once the entire incision was opened more of the inflammatory semi-purulent fluid was then further suctioned out of the peritoneal cavity. The entire small bowel appeared to be edematous, significantly inflamed and dilated. Using an omni retractor and attachments to retract the abdominal wall attention was then turned to taking down all of the multiple adhesions between the small bowel loops to identify the source of the inflammatory peritoneal fluid. During this meticulous process of both sharp and blunt dissection to take down these multiple adhesions several pockets of small bowel loops containing semi-purulent fluid were identified and broken down and suctioned out. This signified that there had been a recent perforation from the small bowel or gastric area that had most likely sealed but had caused the serositis and the interloculated loops of abscess formation. After a significant portion of the adhesions and loculated abscesses were taken down to free up enough of the small bowel to trace it back to the ligament of treitz. The colon did not appear to be present. Further inspection of the stomach failed to reveal any source of perforation; however, once the liver was retracted and the right upper quadrant was further inspected there was a huge abscess cavity in the gallbladder fossa and extended towards the second loop of the duodenum, most likely the cause of the peritoneal inflammation and most likely secondary to a duodenal perforation that had sealed. After irrigating out the right upper quadrant the decision was made not to do any further dissection since it appeared that this area had already sealed. A 19 blake drain was then placed in this area and brought out the right upper quadrant and sutured in place with a nylon. Attention was then turned to dissecting out the remainder of the adhesions which was done all the way down to the distal ileum where the anastomosis was identified. Right at the anastomosis the distal portion of the ileum had completely strictured down, most likely secondary to a lack of blood supply since it appeared that the mesentery had ended approximately 2 cm prior to this. A decision was then made to take this down completely. An opening was created along the flimsy area on the mesenteric border of the small bowel and a gia 80 stapler was placed through and fired. The decision was made to revise the anastomosis using a bayonet technique. The ileum was then passed alongside the rectum and pushed down into the pelvis to align it in a parallel fashion with the remainder of the rectum. Stay sutures were then placed along the antimesenteric border of the ileum and rectum to align the 2 pieces of bowel in a parallel side-to-side fashion. An opening was then created along the right upper corner of the rectum and an adjacent opening was then created on the antimesenteric border of the ileum. A gia 80 stapler was then passed into both ends of the openings towards the pelvis. Once the alignment was checked and made sure that there was no incorporation between the 2 ends of the stapler, the stapler was closed and fired creating a side-to-side anastomosis between the terminal ileum and the upper portion of the rectum. The anastomosis was checked. It appeared to be approximately 3 fingerbreadths in width. There was no tension on the ileum and there was excellent blood supply since that entire segment of bowel had its mesenteric border intact. The enterotomy was then closed in 2 layers, first by placing a 3-0 vicryl running stitch across the entire length and then making sure to take full-thickness bites of both the rectum and ileum and then a second layer of lembert sutures was then placed to create a 2 layered closure. A drain was then placed in the pelvis and brought out through the lower abdominal wall. After copiously irrigating the entire peritoneal cavity with 3-4 liters of warm normal saline it appeared that the patient had completely lost domain secondary to the extensive swelling from both the complete obstruction as well as the perforation and inflammatory fluid. The majority of the small bowel was not able to be pushed back into the peritoneal cavity. A decision was made at this point to place a makeshift abdominal wound vac and transfer the patient to the ICU with a planned return back to the operating room for a washout and possible closure at a later time. A clear plastic cassette was placed over the small bowel and tucked in around the edges into the peritoneal cavity. Two sump drains were placed on the lateral edges and moist kerlix were then placed over the drains and laid over the plastic cassette. An ioban layer was then placed over the drains, the entire abdominal wound as well as the abdominal wall. The sump drains were then placed to continuous suction with a good vacuum seal. The patient was then transferred to the ICU in stable condition for continued observation intubated with a returned second look planned in 48 hours.¿ (B)(6) 2010: (B)(6) health associates. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: open abdomen. Procedure: abdominal washout. Reapplication of abdominal wound vac. Procedure: ¿the patient was brought from the ICU to the operating room and placed supine on the operating table. The patient continued to receive IV antibiotics. After undergoing more sedation and anesthesia, a timeout was taken to identify correct patient, procedure and diagnosis after which the abdomen was prepped and draped after the outer layer of the wound vac had been taken off with just the inferior cassette in place. Under sterile conditions and after prepping and draping the abdomen, the cassette was also then removed and the small bowel was allowed to eviscerate. Using warm saline and blunt dissection, the adhesions between the loops of small bowel were gently broken with the fingertips and the tip of the yankauer. This was done while placing some moist and warm saline over it to irrigate out the peritoneal cavity. All 4 quadrants were irrigated out and inspected. There did not appear to be any new formation of pus or abscess, nor were there any signs of acute or ongoing perforation. No enteric content was visualized. The peritoneal cavity was completely irrigated with approximately 2-3 liters of normal saline. After completing the inspection and breaking up the adhesions, it appeared that the bowel was still very edematous and there was still complete loss of domain. There was not going to be enough room to place the small bowel back into the peritoneal cavity and close the abdominal wall. So, a decision was made just to reapply the abdominal wound vac, which was done using the plastic cassette placed over the exposed small bowel and tucked into the lateral edges of the abdominal wall. A sump drain was then placed on both sides and a moist kerlix in between the sump drains. An ioban was then placed over the entire abdominal wound and a large portion of the abdominal wall. Sump drains were then placed to continuous suction and a good vacuum seal was obtained. The patient remained intubated and stable and was transferred back to the ICU with the decision to bring the patient back after a couple of days to see if at that time, the abdominal wound could be closed either with primary closure or with incorporation of a biological mesh. The patient tolerated the procedure well.¿ implant procedure: third look laparotomy. Closure of abdominal wound with biological dualmesh. Implant: gore® dualmesh® biomaterial [1dlmcp08/7334062, 26cm x 34cm x 1mm]. Implant date: (B)(6) 2010 (hospitalization (B)(6) 2010). (B)(6) 2010: (B)(6) health associates. (B)(6), md. Assistant: (B)(6), md. Operative report. Preoperative and postoperative diagnoses: status post peritonitis with exploratory laparotomy, open abdomen. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Procedure: ¿the patient was brought from the ICU intubated with the abdominal wound vac in place and was placed supine on the operating table. After continuing the IV antibiotics and undergoing general anesthesia, her abdomen was prepped and draped in usual sterile fashion. A timeout was taken to identify correct patient, procedure and diagnosis, after which the abdominal wound vac was taken off under sterile conditions. The peritoneal cavity was irrigated and inspected. There still appeared to be signs of an ileus with dilated loops of small bowel. A couple of interloop loculated abscesses were irrigated and drained. Inspection of the previous large abscess site at the gallbladder fossa where the previous drain had been placed for the perforated duodenal ulcer appeared to be clean. No signs of active enteric content. The rest of the peritoneal cavity was inspected. No further signs of abscess formation or enteric content was noted. The revision anastomotic site was checked. It also appeared to be intact. At this point, the decision was made to place the biological dualmesh to close the abdomen. The fascia was identified circumferentially and freed from the edematous skin and subcutaneous tissue above with the electrocautery. The lateral portions of the abdomen were completely undermined from between the subcutaneous tissue and fascial plane to allow the fascia to slide as much as possible as well as to allow the skin to be free for closure over the fascia. After exposing the entire anterior surface of the fascia circumferentially, the mesh was brought into the operative field and oriented in the appropriate direction to keep the smooth shiny portion facing the peritoneal content. Vicryl, 0, vertical mattress sutures were then placed at the 4 corners and tagged. Then, in a circumferential manner, 0 vicryl pop-off sutures were placed with full-thickness 1-cm bites on the fascia and full-thickness 1-cm bites on the mesh under direct visualization and tagged sequentially starting from 1 corner moving in a clockwise fashion. The sutures were placed, tagged and then sequentially tied. After completing the entire suturing of the mesh, it was checked. The mesh lay flush tight across the entire open abdominal area and had good 1-cm margin fixation to good viable fascial edges circumferentially. After closure with the mesh, the peak pressures were checked. They did not appear to change. The drain that had been placed in the gallbladder fossa was left intact; however, the second drain that had been placed during the previous procedure at the level of the anastomosis was removed. The wound was irrigated and then 2 new 19 blake drains were placed in the left upper and lower quadrants and lay over the mesh. The skin was then brought together and reapproximated with traumatic towel clamps to hold them in place while horizontal mattress sutures were placed with 1-0 nylon to allow for reapproximation of the skin and to distribute tension across the suture. After placement of approximately 4-5 nylon sutures, the skin was further reapproximated with staples. The 2 new drains were then placed to continuous suction with a tight seal. The patient was transferred back to the ICU still intubated on the same amount of low-dose pressor support without any change in the peak pressures. Her vitals were unchanged throughout the procedure. I was scrubbed and present throughout the entire case.¿ (B)(6) 2010: implant sticker. Implant name: ¿mesh dual plus 26cm x 34cm x 1mm thick¿. 1dlmcp08 - log45518. Model/cat no.: 1dlmcp08. Lot no.: 7334062. Wl gore & associates. Expiration date: 8/1/12. Area: abdomen. Number used: 1. (B)(6) 2010: (B)(6) , md. Radiology. CT abdomen and pelvis, indicated for fevers and rising blood cell count. Abdomen: ¿evaluation of the bowel shows no evidence of obstruction. A small amount of free fluid is seen within the abdomen that is decreased in appearance as compared to the prior study. Surgical changes are again noted within the abdomen. No evidence of free intraabdominal air is seen. There is interval placement of ventral mesh since the prior study. Overlying skin staples are noted. A fluid collection is seen underlying the entirety of the ventral mesh with hounsfield units consistent with simple fluid. No rim enhancement is seen of this. This likely relates to postoperative seroma. Infection is considered less likely, as is hemorrhage.¿ impression: ¿1. Interval development of a moderate-to-large size left pleural effusion. Interval improved aeration of the right hemithorax. 2. Interval placement of ventral mesh material with surrounding fluid most suspicious for postoperative seroma. Infection or hemorrhage in this region is considered less likely. 3. Redemonstration of a right ovarian cyst. Followup with pelvic ultrasound could be performed in 3 months to ensure resolution.¿ (B)(6) 2010: (B)(6), md. Radiology. X-ray abdomen. Impression: 1. Findings are likely suggestive of a postoperative ileus. 2. Interval decrease in size of left-sided pleural effusion. (B)(6) 2010: (B)(6) health associates. (B)(6), md. Discharge summary. Following three surgeries, ¿after that the patient started to improve gradually with her wbc rising and falling every few days, she was at a ccu unit, then at the floor where they found that she has mrsa at the sputum. She was treated with abx [antibiotics], CT was consulted after a CT scan showing a plural effusion. Chest tube was inserted and the CT kept following her. After few days at the floor the patient chest tube stopped draining, it was taken out. The patient started tolerating the diet. And she was discharged on (B)(6) 2010 to follow with dr. (B)(6) after 2 weeks.¿

Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, surgery to remove mesh, infection, mesh contraction, inflammation, open draining wound. Additional event specific information was not provided.